Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.9 - 3.7 inr): qc 1: 3.3 inr; qc 2: 3.3 inr; qc 3: 3.3 inr. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy

Manufacturer narrative:
Occupation: occupation ni equals lay user / patient. The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek inrange meter serial number (B)(4) compared to the recombiplastin 2g werfen laboratory method. The patient was in the hospital for a prostatic biopsy. The doctors had stopped the patient's vitamin k antagonist (vka) treatment and had used heparin treatment. The patient's fluindione (vka treatment) was reintroduced. One day prior to leaving the hospital the patient performed inr testing using the coaguchek inrange meter. The result from the laboratory was 2.2 inr and almost immediately following the result from the meter was 1.4 inr. The patient's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The patient's strips have been requested for return. Replacement test strips were sent. The investigation is currently ongoing.